Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized with a blood glucose (bg) of 600 mg/dl, difficulty waking, confused, and unconscious. The patient was treated with IV fluids and insulin via injection. The pump was discontinued. During troubleshooting, customer support (cs) found that the time and date were accurately set, but the basal history did not match the active basal program. This complaint is being reported because the discrepancy in the basal history was not resolved, and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: no defect was found. Unable to duplicate the complaint in testing. The black box shows on (B)(6) 2014 13:54 a unexplained loss of prime; deliveries never resumed. The basal history shows a 0.00u basal program running on (B)(6) 2015 from 05:24 to 08:18. On (B)(6) 2014 11:40 an unexplained por occurred; insulin deliveries resumed on (B)(6) 2014 20:06. Basal history shows a 0.00u basal program on (B)(6) 2014 from 08:28 to 12:28. On (B)(6) 2014 at 07:01, an unexplained loss of prime occurred; deliveries resumed at 07:52. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at conclusion of testing the basal tdd history correctly equaled 48.0u. The tdd¿s add up correctly. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.